Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed no quality notification/s were opened for the source device. The customer stated that there was no patient involvement. Review of the device history record in sap for sn 1(B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Case ID: (B)(4). Case status: open. Summary: error 354.6770 on syringe8110. Case notes: problem description: 01/10/2018, 10:42:08, ssaysith. Sn (B)(6) npi. Error 354.6770 on syringe8110. Advised mike to replace pressure sensor board assy.